Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that unable to use setting value (59) was displayed and no stimulation is delivered. Battery reset was repeatedly attempted. There were no known environmental, external, and patient factors that may have caused the event. It was explained to the patient that the programmed output is not flowing. The remaining charge was 100% on the controller and 90% on the stimulator. There were no group other than a, so the strength of 1 did not rise from 11.4, and 2 was 11.9, when patient tried to raise and lower it as usual, the setting value was displayed as unavailable. The issue was not resolved at the time of the report. No health damage was reported. Additional information was received. It was reported that they were contacted, but it is difficult to operate the controller. That morning as well, the patient jumped out of the area near the left waist due to pain that seemed to be caused by electricity. The hospital was also contacted, but the attending physician said that the device would not arrive until wednesday, so the patient was told to contact the manufacturer about the device. While listening to the details of the declaration, the patient said that a call was received from a hospital and that the patient will call again. Additional information was received. They called again and it was reported that as expected, the patient was instructed to contact the manufacturer regarding the current state of the device. Stimulation is usually observed in the area near the right foot, but now there is a feeling of discomfort in the left lower back where stimulation is not normally delivered. The discomfort in the left lower back might not be related to the inability to operate with the controller, so the hospital was informed of the pain, but the hospital said a single point of - ask the manufacturer about the device- and would not listen. The distributor was contacted last night to arrange for monday at the earliest possible time; the patient was told to bring the controller to the hospital on the 16th when the attending physician was available for a medical consultation; the patient planned to wait until the 16th, but the patient had a pain this morning that would make the patient jump out, so the situation has changed. The patient wanted it to be handled as soon as possible. They apologized to the patient for any inconvenience it may have caused. Patient was informed that the person in charge was informed and will be contacting to let the patient know on what kind of action is possible. However, as the customer was aware, the patient was informed that if the inability to operate with the controller is not related to the discomfort in the left side of the waist, there are times when there is no improvement even if the operation is possible with a new controller. It was reported to the person in charge as soon as possible, but they apologized to the patient as that the person in charge is not available, so the customer could not be contacted within the day. They apologized to the patient for any pain that may have occurred during this period, and for the inconvenience.